Event description:
According to the reporter, hospital ER personnel powered up the device when it appeared to lock up; the display blanked after the splash screen and the service light illuminated. No pt use of the device was reported.

Manufacturer narrative:
The hosp biomedical dept evaluated the device and observed it "lock up" once during testing. Physio-control evaluated the device and also observed it "lock up" once during extended testing. Physio-control is continuing to investigate the reported incident. Unlabeled.